Event description:
Caller tested 3.5 inr on the coaguchek xs system while a comparison lab returned as 2.6 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.